Event description:
The customer reported that the speaker is broken. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and requested for service repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per biomedical engineer the issue was discovered by the authorized service personnel (asp) (philips third party) technician. The (asp) broke the wiring from the speaker during dis-assembly. There is no patient involvement. The authorized service personnel (asp) replaced the speaker to address the issue. Upon further investigation, MDR# 2031642-2022-01739 was reported in error. This is a service induced damaged. Therefore, this complaint no longer meets reportability requirements.